Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. The device history review for the product visistat 35r 6/box lot #73b1600178 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip or staple jammed.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared to be misaligned. The sample appears used as there is biological material present on the device. The stapler was returned with 32 staples left in the cover block indicating that at least 3 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was able to properly form and release from the device. Another attempt was made. No staple fired on the second attempt. On the third attempt, an incorrectly formed staple attempted to fire. The staple was manually removed , and another attempt was made. No staple fired on the fourth attempt. The trigger was engaged several more times with the same result. The misalignment of the staples is preventing the staples from moving down the track and into the forming tool. An attempt to manually realign the staples was made. However, the staples were unable to realign. The stapler was disassembled , and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. It could not be determined what caused the staples to misalign. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "clips jamming" was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. No errors could be found in the assembly. Therefore, the potential cause of this complaint issue could not be determined.

Event description:
It was reported that the clip or staple jammed.